Manufacturer narrative:
Based on the results of the investigation, the malfunction cause was trace to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited insufficient flow and faulty pump head. There was no patient involvement.